Manufacturer narrative:
Visual inspections & results: nose shroud cracked/broken, staples in nose, and staples in the track; no. Analysis conclusion: based on the info received and the visual examination, no conclusion could be reached as to why the reported instrument "jammed" during surgery. No functionality testing could be performed because the instrument was received empty.

Event description:
The device was used during an unk procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.